Manufacturer narrative:
Evaluation summary: the analysis results found that the sheath was received torn and missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred.

Event description:
The customer reported experiencing resistance during deployment of a tissue marker following a breast biopsy procedure. The tissue marker did not deploy. Another clip was deployed in the biopsy cavity to complete the case with no patient consequence reported. The device was returned for analysis.